Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "leak in intra-aortic balloon circuit" alarm message. The intra-aortic balloon was replaced and therapy was continued. The pt expired on march 11, 1998. The customer does not attribute the pt's death to the unit.